Event description:
Cervical ibf-s, screw, drilling variable, 4.0, are part of the reliance cervical ibf-s system. Reliance medical systems (rms) was made aware of the complaint thursday, july 22th, 2021 by phone to rms accounts manager (B)(6) from a (B)(6) field rep. (B)(6). Implantation of the device was performed by dr. (B)(6). Revision procedure was performed (B)(6) 2021 to remove the screw that had begun to back out. Only the screw that backed out of the implant was removed.